Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was encountering poor communication both with and without the external patient programmer (pp) antenna. According to the patient their healthcare provider (hcp) said that the ins would last 5-10 years and the patient thought that it would last more on the side of 10 years because their settings were only on "2. Something." Additionally, the patient indicated that they were not getting symptom control as they had been getting up a couple times in the night. Furthermore the patient indicated that they did not feel stimulation, but that their body had gotten used to the sensation over time so they normally would not feel stimulation unless they increased it. The patient had not made an adjustment in 5-6 months or so because it seemed to be working right, but the patient had been sick and in the hospital/nursing home so they had an increase in getting up at night. The patient was not sure if the getting up at night had anything to do with the stimulator not working or from being ill. According to the patient they had c-diff and spent 3 weeks in the nursing home with a pic-line antibiotics every 12 hours and prior to that the patient had "emergency surgery" from their foot surgery because the patient got (B)(6) ((B)(6)) and also had diverticulitis. The c-diff, (B)(6), diverticulitis, and "all sorts of things wrong with her/being ill" were unrelated to the device or therapy. The patient was advised that they should follow-up with their healthcare provider (hcp) to have the ins checked and to resolve the patient's symptoms and the patient indicated that they had an appointment scheduled for (B)(6), but would call to try and get an earlier appointment. Patient status is unknown at the time of this report. Additional information received from the patient. Patient had not heard anything further from a representative who was supposed to be paged. Caller states they received a follow-up letter with questions as to how the situation was resolved but caller stated the situation can't be resolved until they have a representative come to the office since they did not have an 8840. The patient believed that their therapy was not working but the office did not have an 8840 to do further troubleshooting. Patient was transferred to representative today to send another page to the field but wanted to reach out to ensure the office was contacted by someone. They called the customer and left a message to call back. Additional information was received. The healthcare provider reported they met with manufacturer representative and it was decided to refer patient to a new healthcare provider as dr. (B)(6) is no longer handling these devices. No further information was reported. Additional information from a consumer regarding a patient on (B)(6) reported they were calling because the stimulator isn¿t working. The patient stated she was getting the poor communication screen and so was told to follow up with her healthcare professional (hcp) and get them to check if the issue was with the stimulator or the patient programmer. The patient stated the hcp will not do anything about it because they do not have the equipment to check the device. The patient stated the got in touch with a manufacture representative (rep) but the rep did not work in her area. The patient stated she now had to drive 3 hours to see ano ther hcp and she did not know where they might be able to check her stimulator. The patient stated her hcp was not prepared to put her in the hospital to operate on her to see if the stimulator was working or not. The patient stated the reason for the call was to find out if she could be sent a replacement patient programmer to make sure the issue was not with the patient programmer before she drove to get to another hcp to check her device. It was reviewed that if the replacement patient programmer did not resolve the poor communication issue, then the issue was not with the patient programmer, but with the implant and needed to be checked by a hcp. It was noted there was no telemetry with or with the antenna. Additional information from a consumer regarding a patient on (B)(6) reported they were using due to hospital/nurse phone, the programmer could not communicate with the stimulator. The patient noted their healthcare professional (hcp) did not provide medical back up. The patient noted they received a new programmer and it did not communicate with the stimulator, and the new batteries were installed. The patient added there was no hcp available in (B)(6) and they were deciding whether or not to seek medical help from another stated or town. The patient noted they were getting up 1-3 times a night to go to the bathroom, and that was disappointing. There were no further complications that have been reported as a result of this event.